Event description:
Bed found in "down" storage. Head up function not working. No injury reported.

Manufacturer narrative:
Technician found bed in "down" storage. Head up function not working. Function does not work manually or under power. Battery led is on. Determined the problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue. Bed functions properly.